Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The device was reprogrammed to change the ra output. The ra lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.